Event description:
The patient received the scs system on (B)(6) 2011. It was reported the patient is unable to initiate a communication between the ipg and both the charger and the patient programmer. The patient has stimulation as needed. A replacement charging system has been sent to the patient. No further information is available at this time.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.